Manufacturer narrative:
Additional information provided from nurse at the site: the procedure was a benign hysterotomy. The fragment was retrieved, but details on how it was retrieved or confirmation methods for ensuring all fragments were removed were not provided. No additional surgical procedures or post-operative tests, such as x-rays or ultrasounds, were conducted. The procedure was completed robotically as planned. A backup prograsp forceps instrument was used to complete the procedure, and there was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the prograsp forceps instrument cable broke. A fragment fell inside the patient and was retrieved during the same procedure.